Manufacturer narrative:
Evaluation summary: the valve was received dry. Calcification is minimal to moderate in the cups area of leaflet 1, moderate to heavy in cusp of 2, and moderate in cusp of 3. Calcification restricted mobility in the leaflets and led to stenosis. At commissure 2, leaflets 1 and 2 are detached at the free margin along the attachment site, leaflet 1 by approximately 5mm, and leaflet 2 by 7mm. Opaque and thickened tissue is detected at the described region. Tear at the free margin of leaflet 3 at commissure 3 measures to approximately 5mm. Serrated markings, most likely from a surgical tool, are detected at the described region. Host tissue overgrowth is moderate at the stent outflow and minimal at the stent inflow. Thin layer of host tissue overgrowth covered leaflet 2 at the inflow aspect. The x-ray demonstrates calcification. X-ray. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly a 6900, 29mm valve was explanted after a 101 month implant duration, due to leaflet tears and replaced with a mcep valve. No additional information is available at this time. On 08/03/09, operative report received indicates explant, due to mitral insufficiency.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from a sales representative. A device history record review is currently in process.